Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging an intermittent power issue with the pump. The reporter did not allege any harm or injury because of the alleged issue. The reporter claimed that the pump had rebooted on (B)(6) 2012, at an unspecified time. The reporter indicated that the pump's battery cap was secure. She denied that the battery cap and pump were damaged. The alleged issue was not resolved with troubleshooting. The pump was replaced. The reporter was advised to implement a backup plan for insulin delivery. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump was returned to animas and evaluted by product analysis on (B)(4) 2012. The battery cap was not returned with the pump. No damage was observed to the battery compartment. The pump's history showed dates from (B)(4) 2012 to (B)(4) 2012. The complaint date for the power issue was issued on (B)(4) 2011. The history for (B)(4) 2011 was already overwritten and was no longer available for investigation. The keypad was fully intact with no peeling or damage observed. The contrast, "up and down" keys were unresponsive. The ok key was responsive to user input and had good springback. The keypad was removed to investigate. There was visible contamination under the key contacts. The pump's history showed evidence of power on resets on (B)(4) 2012. The intermittent power compliant could not be evaluated due to the unresponsive keypad.